Event description:
The customer reported a system message displayed. One patient was prepped. Cases were cancelled. No patient injury reported.

Manufacturer narrative:
The company service representative examined the system, and was able to duplicate the system message reported. The power supply was replaced and sent for in house testing.the system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional information becomes available.